Manufacturer narrative:
(B)(4). The investigation is still in progress. Once the investigation is complete a follow up MDR will be submitted.

Event description:
It was reported that a mesher gave an incomplete mesh on previously recovered cadaver donor skin. No harm or injury occurred with the patient or operator. No delay. No adverse events were reported as a result of this malfunction.

Event description:
No additional event information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The device history record and previous repair record for zimmer skin graft mesher serial number (B)(4) were reviewed and noted no related non-conformances, requests for deviation (rfd), change notices (cn), or any other issues with manufacturing. The record reviews found no issues with the device and all verifications, inspections, and tests were successfully completed. The reported event was confirmed by the service technician who performed the evaluation and repair. On 12 march 2019, it was reported from the living legacy foundation that a mesher was producing an incomplete mesh. The customer returned a zimmer skin graft mesher serial number (B)(4), a 1.5:1 cutter serial number (B)(4), and a 2:1 cutter serial number (B)(4) for evaluation. Evaluation of the device on 19 march 2019 noted that the side plates, guide block, roller gear, and the shoulder bolts were damaged on the mesher. The mesher produced a passing test cut. The 2:1 cutter also produce a passing sample mesh, but the 1.5:1 cutter did not. The 1.5:1 cutter was deemed to be non-repairable. Repair of the mesher occurred the same day and involved replacing the damaged side plates, guide block, roller gear, and shoulder bolts. The technician then tested and verified that the device was functioning as intended. The device and the two cutters were returned to the customer without further incident. The device was tested, inspected, and repaired. Reference numbers (B)(4) on 12 march 2019. While the service technician found that there was a cutter that failed to produce a passing cut, it cannot be determined from the information provided if that cutter was used at the time of the reported event. As such, a specific cause of the reported event cannot be determined. Although a cause of the incomplete meshes cannot be determined, the instructions for use for the zimmer skin graft mesher notes that a damaged cutter may result in a less than optimal mesh pattern and can cause further damage to the mesher. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.